Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit overheated and did not alarm. There was no led illumination or audible over-temperature alarm, even when the unit¿s temperature reached 46 °c. However, the test alarm functioned correctly¿during testing, both the led and audible alarm activated as expected. The event occurred during use. The unit was not dropped. There was no delay of therapy. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. It was found during functional testing that the unit was overheated during use, and the over-temperature alarm was not triggered. No patient harm or therapy delay occurred. Diagnostics confirmed the top thermistor was not sending a signal, and the mainboard was damaged due to fluid ingress. Both the top thermistor and mainboard were replaced to address this issue.